Event description:
A patient reported blood glucose results of 190,110, and 160mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The test strips were in good condition, testing technique was correct, and the codes matched. The patient did not have any control solution available. No medical attention was reported. The meter is being replaced for the patient. No further information has been replaced.